Manufacturer narrative:
Five samples were received for evaluation. Visual inspection revealed the samples were received in unused conditions in its original packaging; no damage or defects were noted. Functional testing was performed, and the reported issue was unable to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the cassette has a leaking line and filter and not priming properly. Level of harm no apparent harm reached patient, person, inconvenient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.